Event description:
While servicing the instrument, beckman coulter field service engineer (fse) reported smoke appeared from the upper right cover of the instrument involving unicel dxi 800 access immunoassay system. The fse immediately turned the unit off and opened the right cover and the upper right card cage. In the card cage, the fse discovered one motion control card (mcc) board was burnt with melted components. Patient results were not impacted. There was no operator injury or adverse effect associated with this event. The field service engineer (fse) replaced the mcc board and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.

Manufacturer narrative:
Board.